Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united state. It was reported that patient faced infusion set fell off event due to poor adhesive on (B)(6) 2024. No further information available.